Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile blood glucose results of 21.9 mmol/l, 10.5 mmol/l, 21.9 mmol/l, and 14.5 mmol/l, a compact plus result of 11 mmol/l within 10 minutes. No information was provided for the compact plus system. Reported no adverse event. A request was made for the return of the meter and strips.